Event description:
It was reported that the insulin pump's gauge displayed an amount different than expected, showing 30 units instead of the expected 200 units. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by loading two new cartridges and opted to receive an email with links to cartridge load resources. Technical support instructed the customer to call back for further troubleshooting if the issue recurs.